Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the sensor's transmitter was not blinking. The customer's blood glucose at the time of incident is unknown. Troubleshooting was initiated and after disconnecting the transmitter from the charger, it blinked. The customer was advised to remove the sensor to check it for damage; the electrode was missing and unable to be located. No products were returned, replaced, or shipped.